Event description:
It was reported that during initial training the ilet bionic pancreas displayed a nonresponsive ¿yes¿ button on the fill tubing screen, preventing progression through setup. Symptoms included no clinical effects or adverse physiological symptoms. Outcomes included product replacement and continued therapy with a replacement device. Investigation included review of the reported touchscreen responsiveness issue and coordination for device return for analysis. Investigation of this case revealed a suspected touchscreen or user interface malfunction consistent with a device hardware user interface problem affecting the display or touch component. It was concluded, based on previously established findings for similar reports, that the cause was an isolated device malfunction of the touchscreen interface.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.